Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that atp and hv therapy accelerated the rhythm into ventricular fibrillation. The patient has a left ventricular assist device. The patient had been in ventricular tachycardia (vt) and received multiple shocks from the ICD. The patient has his own magnet and placed it over the device every time he received a shock. Because of this the patient remained in vt. The patient was hospitalized and a vt ablation was successfully performed.